Event description:
Patient alleged device malfunctioned because piston rod stuck. Device did previously generate a mechanical error. But did not generate an error during troubleshooting. Patient switched to back-up device. No treatment was received as a result of this incident.